Manufacturer narrative:
Approximate age of device- 1 year, 2 months. Manufacturer's investigation conclusion: a direct correlation between the device and the patient's outcome could not conclusively be established. Additionally, the log file appeared to show the system operating as intended. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was found unresponsive showing signs of blue, not breathing, and no alarms. The patient was declared to be deceased and the cause of death is unknown. The hospital stated that the device was working as intended and will not be explanted for evaluation. Based on the log file review, technical service found no external power alarm which was caused by weak contact between the battery and battery clip, and resolved on its own. There was no other unusual event and the device was working as intended.